Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked what were the circumstances that led to the implantable neurostimulator (ins) no longer working issue, they said it never helped much and the battery eventually died. They also said there were no steps taken to resolve the issue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The hcp (MRI tech) reported that the ins was no longer working. Patient services could not troubleshoot due to lack of access to product. The hcp indicated that this had been for maybe a few years. No further complications were anticipated/reported.